Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the reported event cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 3 of 3. Reference MFR report: 1627487-2017-01207 & 1627487-2017-01208. It was reported ((B)(6)) the patient's scs system was explanted due to a suspected infection. However, follow up identified there was no infection. The patient was prescribed antibiotics as an additional treatment.